Event description:
During surgery using the arthrocare wand turbo vac 90 3.5mm 90 seg. Suction, 2 microscopic pieces from wand came loose and were not able to be retrieved. Physician to follow patient for any adverse reactions.